Manufacturer narrative:
Date of event: the specific date of event was not provided. The study included patients who between august 2007 and december 2015. Other (code unspecified): device identifier was not provided. Based on information provided, it cannot be determined that the alleged flap necroses are related to v.a.c.® therapy. There have been several attempts made to gather additional clinical and device information, but there has been no response. The article noted under outcomes: "there was an equivalent risk of eschar formation, flap necrosis, fat necrosis, flap revision, flap dehiscence, and secondary amputation regardless of npwt or antibiotic bead utilization...there was no significant association between use of npwt and infection rate...use of npwt was associated with a significantly increased rate of complications." Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. (B)(4).

Event description:
On 10-dec-2019, the following information was received by kci after a review of journal article, the efficacy of negative pressure wound therapy and antibiotic beads in lower extremity salvage. Doi:10.1016/j.jss.2019.09.055. That noted the following under table 4: 'injury and surgical complications': 2 patients experienced complete flap necrosis while on npwt [negative-pressure wound therapy]. The article noted under data collection and outcomes: "flap failure was defined as complete flap necrosis requiring amputation or necessitating debridement and placement of a new flap." The article noted under outcomes: "there was an equivalent risk of eschar formation, flap necrosis, fat necrosis, flap revision, flap dehiscence, and secondary amputation regardless of npwt or antibiotic bead utilization... Use of npwt was associated with a significantly increased rate of complications." It was also noted: "as this study was a retrospective review of patients with traumatic lower extremity open fractures who received npwt or antibiotic beads before soft tissue reconstruction, we cannot definitely determine causality in the relationship between antibiotic bead use and infection rate, npwt use and complication rate, or development of infection and delay in closure." No additional information. The v.a.c.® therapy system type and device identifiers were not provided, therefore a device evaluation could not be performed.